Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the device was leaking. The customer stated the pump is wet. When removing reservoir it was completely empty. We completed displacement test and self-test successfully. Customer stated the pump was wet and smelled like insulin. The customer's blood glucose was 357mg/dl.